Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensor readings. The customer was warned of low blood glucose levels but when he checked them there was a 100 point difference. The customer administered insulin and realized that his blood glucose dropped fast. The paramedics were called on (B)(6) 2015 due to a low blood glucose level of 41 mg/dl. The customer did not need to go to the hospital. He treated his low blood glucose level with glucose tablets and soda. According to the customer's meter, his blood glucose level was 228 mg/dl but he kept receiving predict low. The device was not returned.